Event description:
It was reported that during a low anterior resection procedure the no crunch was heard during firing. Cut line was deployed but half staple line was unformed. The surgeon used hand sewing to fix the staple line and complete the procedure. Anastomotic stotma fistula was found two days after the procedure. Now the patient is still in the hospital under further treatment. The surgeon estimates the patient will in hospital one more month than expected. The device could not return because the patient now remains it.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact incomplete firing cycle the following information was received: were any of the forces higher or lower than expected (closing, firing, or opening)? No. Did the device require one or two handed operation? Unknown. Did the indicator move as expected during closure? Yes. How was the purse string placed, by hand or with an assist device? If an assist device, what product? The purse string placed by purse-string forceps. Were there any purse string issues? No. Who did the purse string step? The surgeon himself. Was there any difficulty removing the device from the tissue? No. If yes, how many counter-clockwise revolutions were used to open the device? Is the device available for return? Yes. Did the device cut? Yes. If the device cut, was the cut line fully circumferential around the target tissue? Yes. Were the donuts complete? Unknown. Were there any staples seen in the surgical field? Yes. What was the appearance of the staples that were deployed on the tissue? The staple legs were straight. Was there a leak or a fistula? Yes. The surgeon used hand sewing to complete the procedure. Please describe what is meant by unformed or malformed (shape)? Unformed means the staple legs were straight, malformed means the staple legs were irregular in shape. What was the patients status when reported? Was in the hospital to further treatment. Has the patient been released from the hospital? No. Which side of the staples were unformed anatomically? Unknown. The analysis results found that the ccs29 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.